Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. On an unknown date, the patient was treated with intraperitoneal ceftazidime (1g daily for seventeen days) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient remains on antibiotic therapy. The patient¿s recovery status was not reported. No additional information is available.